Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The catheter was returned for eval; however, the distal marker band was not present on the returned catheter. The length of the core wire remaining in the catheter was measured to be 104.5cm. Therefore, approx 1.5cm of the distal tip detached from the device and was not returned with the sample. This indicates that the core wire broke along the length of the wire and not at the tip weld. The outer catheter extended beyond the core wire approx 1.7cm. Based on these results, the investigation is confirmed for a tip detachment; however, the definitive root cause for this event could not be identified. It is unk weather pt and/or procedural issues contributed to the event.

Event description:
It was reported that during retraction of the recanalization catheter from the sfa, the tip of the catheter detached. A stent was implanted to appose the detached tip to the vessel wall. A support catheter was used to complete the procedure. There was no reported pt injury.